Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 09sep2017 through aware date 09oct2018. There were no similar complaints identified during the search period. The ft4 aia-pack package insert state the following: specimen collection and handling serum is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. A venous blood sample is collected aseptically without additives (red top tube). Store at room temperature until a clot has formed (usually 15-45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. All samples require pretreatment. Pretreated samples should be assayed within one hour after completion of the pretreatment procedure. The pretreated sample required for analysis is 100 microliters. The aia-360 operator's manual, chapter 7 -error messages and flags was reviewed. 2017 substrate purge failure the aia-360 operator's manual indicates that the 2017 bf substrate failure error message is generated when no substrate was dispensed at daily maintenance. The operator is instructed to check the substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported event is still being investigated.

Event description:
It was reported that during proficiency testing with (B)(6) survey samples, the customer failed the free thyroxine (ft4) analyte on their aia-360 analyzer. Technical support (ts) reviewed copies of the control charts provided by the customer and noted all of the controls were in range, with standard deviations (sd) of 1.9 for level 1, 4.7 for level 2, and 2.66 for level 3. The customer stated that they would perform a full decontamination and would call back the following week. The customer called back a week later after performing the decontamination of the analyzer and stated that they were now receiving substrate purge failures while running alcohol through the substrate line. The customer attempted substrate replacement four times; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event. Fse contacted the customer via telephone and provided the customer with tips to resolve the issue. The customer stated the error had not reoccurred, and that they would recalibrate and provide the calibrations to technical support. Two days later, the customer recalibrated thyroid-stimulating hormone (tsh) and ft4 and ran the survey samples. The survey samples were within range, but still ran low. Fse was dispatched again.

Manufacturer narrative:
Corrected data: e1- initial reporter name. Fse arrived on site to address the reported event. Review of the customer's data revealed that the customer had been using calculated means instead of insert or peer means. The customer downloaded the bio rad insert for bio rad controls lot# 40340, which verified the controls were running very low per package insert and peer data. Fse replaced the sample nozzle, 2-way solenoid valve, and then verified sample nozzle alignments. Next, fse replaced the wash pump, checked for leaks, verified the detector lens was clean, and checked the wash, diluent and substrate dispensing. Fse verified the device was functioning appropriately, then instructed the customer to calibrate free thyroxine (ft4) and run fresh controls. The customer later faxed the calibration and control results to fse. No further issues were noted. No further action was required by field service. One wash pump and 2-way solenoid valve were returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the 2-way solenoid valve and wash pump passed. The reported event was not duplicated. The most probable cause of the reported event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.